Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that there was no adverse impact on the patient so that no additional intervention was taken. After the ppi, the patient had been fine without problem. On september 27, 2017, the device was returned to the manufacturer, device defect that is known to cause or contribute to adverse patient effects was recognized; therefore, the date the manufacturer became aware of the incident is considered the date the device was arrived to the manufacturer. The subject guide wire and the concomitant microcatheter were returned for manufacturer evaluation. The returned guide wire was bent at approximately 15mm from the distal tip. At approximately 8mm from the tip, the polymer jacket was found torn and the underlying coils were exposed thereafter. Stretching of the polymer jacket was observed near its cut end. The microcatheter had its strands disarranged due to excessive rotational stress for approximately 20mm from the catheter tip. There was a spot that strands were tangled that the underneath inner jacket was exposed. The catheter tip was found twisted with a laceration. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that excess torsion that was continuously applied to the microcatheter caused damage to the distal portion of the microcatheter, resistance between the microcatheter and the subject guide wire increased because of the catheter damage, and the increased resistance contributed to scraping of the polymer jacket of the subject guide wire. There was no indication of product deficiency. Although the physician commented that there were no adverse patient effects, a possibility could not be ruled out that fragment(s) of the polymer jacket and/or top polymer coating could remain in the anatomy. Instructions for use of the subject guide wire: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] abrasion of the guide wire coating. Instructions for use of the concomitant microcatheter: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] damage, trap with guide wire.

Event description:
During a ppi to treat a heavily calcified 90-99% stenosis of the pedal arch, the subject guide wire was used with an asahi microcatheter. During use, resistance between the two devices was recognized. Both devices were replaced with new ones to resume the procedure. The ppi was successfully completed with reestablished blood flow.